Manufacturer narrative:
Usb port - not charging: the failure investigation has been completed and the alleged issue was verified. Low bg-undefined: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, damaged usb pin issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer took glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.